Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl by the time the paramedics arrived. The customer stated that she was vomiting due to the injection given in the ambulance. The caller stated that her blood glucose dropped while being in a chinese restaurant, but her husband gave juice and her blood glucose went up to 55mg/dl and then to 250mg/dl. By the time she got into the emergency room her blood glucose was 150mg/dl. No further information was provided.